Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia and the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 410 mg/dl. Customer reports that the drive support cap was sticking out. Customer was able to clear the alarm. The customer was advised to using the insulin pump and revert to the back-up plan. The device will not be returned for analysis.